Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the peritonitis for an unreported duration. Six days after the initial hospitalization date, the patient was re-admitted to the hospital for the same relapsing peritonitis event. The treatment for the peritonitis was not reported. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No further information was provided regarding whether dianeal/extraneal therapies were ongoing. No additional information is available.